Event description:
Pt hospitalized for erratic blood glucose values, some high and some low. Pt had erratic blood glucose readings at hosp, even when pump had been removed. Pt stabilized and put back on pump. Blood glucose reading remained stable while on pump.